Manufacturer narrative:
No medwatch form was received. The reported field event of extended charge time was confirmed in the laboratory. Analysis of the device identified an anomalous component consistent with the reported field event of extended charge time.

Event description:
It was reported that an asymptomatic patient presented in the clinic after receiving a vibratory alert for extended charge time. Popping sounds were heard prior to the alert. The device was explanted and replaced.